Manufacturer narrative:
This form was completed by the MFR. Section f was also completed by the MFR. No medwatch form was received from the initial reporter or product user. The iab was received intact for evaluation with a portion of the membrane noted to be loosely folded. A 3-way stop cock was noted to be attached to the extracorporeal tubing. No kinks were noted in the device. A portion of the 10 french, 1 inch sheath was noted to be covering a portion of the folded membrane. Laboratory examination revealed no defects in the returned iab. After the sheath was pulled back off the membrane and the iab was manually inflated with a syringe, it functioned normally when attached to the system 90 iabp in the lab at 80 and 160 bpm. No pump alarms were triggered. Device label code: 1738.

Event description:
The following was reported to datascope on 9/18/96: the balloon would not inflate even after manual inflation. The pump alarmed. The iab was removed and replaced. This lab worked properly.